Event description:
It was reported that this right ventricular lead was explanted after 2 months of being implanted due to unknown reasons. Lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted after 2 months of being implanted due to unknown reasons. Lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed counterclockwise twisted on entire lead body. This damage is consistent with over-torque of helix. The twisted held up by the engaged knob fixation tool. When the fixation knob was disengaged, the pent-up torque was released, the lead sprang back and is now only slightly twisted. Non specific product performance allegation was confirmed.